Event description:
It was reported that the ilet pump displayed error 38 during and after a supply change, with abnormal rewind sounds, failure to advance past fill tubing, and repeated motor stalls consistent with a consecutive stalled motor alarm; the user restarted the device without resolution and reverted to subcutaneous insulin injections as back-up therapy. Symptoms included hyperglycemia with a reported blood glucose of 282 mg/dl, without loss of consciousness, dka, or other acute medical events. Outcomes included temporary interruption of automated insulin delivery, use of alternative therapy, and reported user distress and dissatisfaction. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.